Event description:
It was reported that when using the bd pyxis¿ es server, there was interface issue for the 21 minutes, patient orders were not current, and order interface was facing problem. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the server and identified delayed carefusion coordination engine (cce) xml timestamps. Multiple services were restarted, and it was later confirmed that a structured query language (sql) failover caused cce services to stop. Services were restarted after switching back to the primary node. Epic connections were restored, messages began processing normally, stations came off critical override, and the customer confirmed resolution. The system functioned as intended after the technical support specialist (tss) resolved the issue.